Event description:
During routine testing of the device, the user found that it would not power up. There was no pt involved. The problem was caused by an open transistor (q6) on assembly 595263. No specific cause for the failure of the transistor could be determined. It appears to have been a random component failure. The event is not occurring more frequently or with greater severity than is usual for the device.